Manufacturer narrative:
E1: establishment name: (B)(6) hospital. The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found: the connecting tube had a dent. Due to a pinhole on the bending section cover, water tightness was lost. The adhesive on the bending section cover had a chip. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. The eyepiece was deformed. Due to damage to the objective lens, a foggy image occurred.the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed insertion tube coating peeling issue could not be determined, however, the issue was likely the result of repetitive use stress, external factors and or user handling/mishandling. The event may be detected/prevented by following the instructions for use section below: chapter 3 preparation and inspection 3.2 endoscope preparation and inspection" as follows. Inspecting the endoscope body. 1. Visually check that there are no scratches, chips, deformations, or other abnormalities on the exterior of the control panel. 2. Visually check that there are no bends, kinks, bulges, or other abnormalities in the soft part near the boundary between the bending part and the insertion part. 3. Check that there are no abnormalities on the appearance of the insertion tube, such as cracks, dents, bulges, edges, protruding metal wires from inside, protrusions, floating resin, or peeling. 4. Gently grip the insertion tube with your hand and slide it along its entire length, making sure there are no snags around the entire circumference. Also, check that the soft part is not abnormally hard. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the tracheal intubation fiberscope-flexible scope had a damaged or collapsed area on the bending section. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the connecting tube/insertion tube had coating peeling (1mm2 or more). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.